Event description:
Reportedly, the instrument did not create a correct anastomosis. The report indicated that a pt injury occurred. Additional info was not available. Procedure: endoscopic sigmoid resection. Pt sex: unk.